Event description:
Mom reports that they have had continuing issues with their urinary catheter balloons deflating. She stated that she went to change the child's diaper and she found the catheter was completely out of the pt and the balloon appeared to have burst. She said that she is concerned that there may still be pieces of the catheter in the child.